Event description:
It was reported that during a laparoscopic cholecystectomy procedure, this clipper was not applying the clips properly. Not fully clamping down over the lumen. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.